Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as about a week ago. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue connector) and the main body (light blue portion) of the twist clamp of a minicap extended life pd transfer set. This was observed while disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.